Manufacturer narrative:
Additional information: b3/d10 date, h4, h6 (update codes), h11. B3/d10 date: the event occurred on or before 04/03/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the first hub of at least two (2) clearlink system continu-flo solution set leaked during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.